Manufacturer narrative:
Review of customer camera images: review of the crrid assay (lot id119) and crrs assay (lot r060) shows negative reactions for all cells. Customer tested a new sample of patient's blood with crrs and received a 1+ reaction with cell 3 the only k positive cell on the screen. The cell was heterozygous for k and appeared to have an unusual fuzzy button with no background adherence. The positive control well appeared as expected. Customer had then tested with crrid and received negative reactions for all cells. Cells 2, 5, and 8 are kell positive cells. All 3 cells are heterozygous for kell. All three cells appear negative. The positive and negative control well appear as expected. Customer retested with crrs using a new sample from the same patient which resulted as 1+ on with cell 3. The reactivity of the k antigen was confirmed on retention crrid, lot id119. Crrid testing was performed with customer's patient sample using retention crrid, lot id119 on in-house echo. Sample exhibited equivocal reactivity with 2 of the 3 k+ cells and was nonreactive with 1 of the 3 k+ cell and all k- cells. Hemagglutination tube testing was performed with customer's patient sample using selected k+k+ and k-cells from retention panocell-16. Sample exhibited 3+ reactivity at 20'37c and 2+ reactivity at iat with k+k+ cells. Sample was nonreactive with k- cell. Manual testing was performed with customer's patient sample using retention capture-r select. Cells I (k+k+) and ii (k-) from retention panoscreen I, ii, and iii, were used as monolayers. Sample was nonreactive in all testing. Manual testing performed with customer's patient sample using retention capture-r select. Cell I (k+) from panocell-16, lot 34628, was used for monolayers. Incubation was performed at rt. Sample (and control) exhibited positive reactivity with scores of 6 on a scale of 0 to 10. Customer's patient sample dtt treated and tested with retention panoscreen I, ii, and iii. Dtt treated sample was nonreactive with k+ cell in all testing. Sample control exhibited 1+ reactivity with k+ cell at 20'37c and iat. The event appears to be related to the condition of the sample.

Event description:
Customer reported unexpected negative reactions when testing a sample with a known anti-k using capture-r ready ID (crrid) and capture-r ready screen (crrs) on the echo. The sample was tested twice with crrid and once with crrs. All assays were negative. No transfusion reactions were reported as a result of the negative reactions.